Event description:
Reporter indicated a vns therapy pt received high impedance on diagnostic testing at the second office post initial implant surgery. Diagnostics at the pt's first office visit post initial implant surgery were within normal limits. It was stated the pt "is able to feel stimulation and is not complaining of any pain. X-rays were reviewed by the manufacturer and the connector pin does not appear to be fully inserted into connector block. The pt underwent revision surgery. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.